Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were reviewed and identify that the patient underwent a second revision surgery due to loosening, dislocation, and third body wear. Noted loss of abductors, gluteus medias and minimus, and loss of greater trochanter to contribute to instability. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 01.01012.387 durasul cocr hd 38/+4 2335654. 11377004 constraining ring 61044287. 7354-02-207 schaft nh m/kragen 12/14 7 r 1192728. 4360-00-065 hemis por shell w/sealed 1367353. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately ten years post implantation on due to pain and implant failure. The patient was revised again on twenty years later due to dislocation and recurrent instability. A third revision was performed twenty seven years post initial surgery due to displacement of the right hip prosthesis. Head and liner were removed and replaced. No additional information is available.